Event description:
It was reported that visible air was observed. During a procedure, after a septal puncture, the non-boston scientific slo sheath and faradrive steerable sheath were inserted, and air was continuously withdrawn from the faradrive sheath hemostatic valve prior to inserting the farawave catheter. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath was received for analysis and investigation is still in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear on the external valve by the center slit on the inner face. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the external valve.

Event description:
It was reported that visible air was observed. During a procedure, after a septal puncture, the non-boston scientific slo sheath and faradrive steerable sheath were inserted, and air was continuously withdrawn from the faradrive sheath hemostatic valve prior to inserting the farawave catheter. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath was received for analysis.